Manufacturer narrative:
The customer provided two (2) photos of the administration set showing a small, yellow-tinted section of fluid within the set. The photos were unable to verify the issue, and without the returned sample, the complaint could not be verified. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Bd has received additional information. It was reported by the rn clinical supervisor that they spoke with the rn who witnessed the issue and stated that "it was the secondary tubing allowing the antibiotic to backflow into the carrier bag. So, it never infused rapidly. Something in the secondary set was broken and allowed the medication to backflow.¿ the secondary infusion was zosyn, and the primary was normal saline. Per report, "it appeared the whole medication bag was emptied within 30 minutes, which the rn believes emptied into the primary fluid (bag)." There was patient involvement but no harm.